Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified minor scratches and stains on the inner side of the radius. No other visible damages were observed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications during manufacturing. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on the same day as the post operative radiograph confirmed that the metal liner had dislodged. Attempts have been made and additional information on the reported event is unavailable.